Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer stated that they were attempting to enter information into the insulin pump and the numbers kept scrolling nonstop. The customer's blood glucose was 200 mg/dl. The discontinuation of the device was advised. Nothing further was reported.